Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 215, 204, 218, 234 and 228mg/dl. The expected fasting blood glucose test result range is 80-110mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back to back blood test was performed by the customer and produced test results of 234 and 228mg/dl fasting using meter. The test strip lot manufacturer¿s expiration date is 01/16/2021 and open vial date is one month ago. The meter memory was reviewed for previous test result history. Result 1: 215 mg/dl, date: (B)(6) 2019, time: unable to read fasting. Result 2: 135 mg/dl, date: (B)(6) 2019, time: 1:36 am fasting. Result 3: 204 mg/dl, date: (B)(6) 2019, time: 8:09 pm fasting. Result 4: 132 mg/dl, date: (B)(6) 2019, time: 5:30 pm fasting. Result 5: 218 mg/dl, date: (B)(6) 2019, time: 2:08 pm fasting.